Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device and the reported condition that the drill bit would not lock was confirmed. An assessment was performed and it was determined that the motor device was powerbroken and would run in the load position, the hose of the device is a non-anspach hose (aftermarket hose) and the device had an un-authorized repair. The loctite assessment failed for the modified set screw, it was determined that the device had been tampered with as the device would operate with the safety engaged running the device in the load position, the locking components were worn, and the vanes were worn from being powerbroken. It was further determined that the device failed pretest for hose verification, muffler tube and sock verification, loctite and modified set screw assessment, cutter lock assessment, and safety assessment. The assignable root cause was determined to be traced to user, which is user error, and failure to follow instructions. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. (B)(4).

Event description:
It was reported that during pre-surgery set up it was observed that the motor device drill bit would not lock. During in-house engineering evaluation it was determined that the device was powerbroken and would run in the load position. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.